Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Device analysis identified a balloon longitudinal tear beginning approximately 6mm distal of the distal markerband and extending approximately 54mm proximally across the balloon material. No part of the balloon was noted to be missing. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a non-calcified vessel. A 7.0 x 100 75cm mustang¿ balloon catheter was advanced for dilation. However, when the balloon was inflated before rated burst pressure, the balloon ruptured. The device was simply pulled out from the patient's body and the procedure was completed with another 7.0 x 100 75cm mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.